Event description:
This case was reported by a lawyer and described the occurrence of copper deficiency in a patient who used poligrip (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient used poligrip at unknown dosing. At an unknown time after using poligrip, the patient experienced copper deficiency, zinc poisoning, and nerve injury. At the time of reporting, the outcome of the events was unknown. According to a legal claim, there were 26 patients who reported being regular users of zinc-containing poligrip or a combination of zinc-containing poligrip and fixodent. All of the patients experienced "neurological manifestations of zinc-induced copper deficiency." The attorneys believed that their "client's use of poligrip was the substantial and provable cause of their injuries." Follow up information was received on (B)(6) 2010 via medical records. In (B)(6) 1998, the patient's anemia required transfusion of four units of blood. After that, she has remained transfusion dependent and has received thirteen more units from (B)(6) 1999. On (B)(6) 1999, the patient was diagnosed with anemia and leukopenia. On (B)(6) 1999, the patient was hospitalized with myelodysplastic syndrome. Therapy had previously included erythropoietin for approximately three months. The patient had now been treated with granulocyte colony-stimulating factor (gcsf) over the past month on a twice a week basis. In addition, therapy/treatment has included prednisone, vitamin b12 injections since (B)(6) 1999, pyridoxine, and bone marrow biopsies resulting in a diagnosis of myelodysplastic syndrome. The patient and two sisters had been human leukocyte/lymphocyte antigen (hla) typed, but neither of them were a match. An option of bone marrow transplant was also explained to the patient. On (B)(6) 1999, the patient's serum copper level was 439 (normal 490 to 1840 ug/l) and ceruloplasmin level was 12 (normal 21 to 63 mg/dl). On (B)(6) 1999, it was noted the patient had myelodysplastic syndrome. As a result, the patient had been markedly anemic and neutropenic, making her more susceptible to infection and severely fatigues. On (B)(6) 2000, it was noted the patient had been diagnosed with copper deficiency anemia by a hematologist and was started on copper. On (B)(6) 2000, the patient complained that her hands "go to sleep." There were some paresthesias and burning in the feet making it difficult for her to stand any sheets touching her feet. Impression included sensory neuropathy. On (B)(6) 2000, the patient also complained of numbness/pain in the feet/legs and numbness in the fingers. The patient reported being diagnosed with copper deficiency in 1999. The patient was severely anemic at that time, which started the investigation. The patient was receiving copper supplementation. The patient had a history of back surgery in 1992 due to an injury at work (herniated disk). On (B)(6) 2001, the patient noted a remarkable difference in the sensory abnormalities in her legs and feet. Pamelor and neurontin "made her crazy" and very moody. Hormone replacement leveled off the effects of neurontin and possibly pamelor and nortriptyline. On (B)(6) 2001, the patient's copper level was 49 (normal 70 to 165 ug/dl). On (B)(6) 2001, the copper level was 50 (normal 70 to 165 ug/dl). On (B)(6) 2001, the patient's white count and blood parameters were well within normal limits. The patient discontinued her own nortriptyline due to her mood swings. The neurontin was discontinued prior to that time. The pain and heaviness in her feet were now returning. Trileptal was started. On (B)(6) 2003, the patient noted some problems from the elbows down to the hands and some difficulties with muscle spasms/pain in the shoulder region. Electromyography (emg) studies of the upper limbs, completed in (B)(6) 2002, showed mild to moderate carpal tunnel syndrome. Emg studies of the lower extremities completed that day showed no sensory responses in the lower extremities consistent with a generalized neuropathy. The patient was prescribed physical therapy three times a week for six weeks and started on soma. On (B)(6) 2003, the patient mentioned the physical therapy had helped tremendously with decreased pain in the neck and shoulder. The patient was unable to take soma in the morning. Since therapy, she was back to baseline, but noted more tightness in the shoulder and neck area over the last couple of weeks. On (B)(6) 2004, the patient reported physical therapy and trigger point injections had decreased her pain. After stopping physical therapy, the pain in the shoulder and neck returned, again causing resultant headaches like before. The patient was referred to another physician for her neck pain. On (B)(6) 2004, the patient was getting relief with soma. On (B)(6) 2009, the patient's copper and zinc levels were normal. On (B)(6) 2010, the patient had a neurology consultation. The patient had gastric bypass surgery in 1995 and had documented copper deficiency and was taking supplementation. The patient lost (B)(6) after gastric bypass. Shortly after her gastric bypass, she developed numbness/tingling and burning dysesthesias in both upper and lower extremities. The patient underwent an extensive work up with a diagnosis of peripheral neuropathy. Over the last few years, the neuropathy had progressed with increasing pain. The patient did not tolerate neurontin, elavil, pamelor, and lyrica. The patient was taking hydrocodone, soma, and mirapex. Impression included copper deficiency secondary to gastric bypass and peripheral neuropathy. The patient was started on a trial of cymbalta. On (B)(6) 2010, emg and nerve conduction study of the right arm and bilateral lower extremities were consistent with a mild to moderately severe generalized sensory and motor polyneuropathy. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).